Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
Following three low-speed orbital atherectomy treatments in the left anterior descending artery (lad), glideassist was activated to remove the oad while the viperwire guide wire was left in place. However, the orbital atherectomy device (oad) driveshaft came into contact with the tip of the viperwire. The viperwire fractured, and the fragment was entrapped in the distal portion of the oad driveshaft. The components were removed together, and the procedure was successfully completed with a second oad and viperwire. The patient's condition was unaffected.

Manufacturer narrative:
Device analysis conclusion: the guide wire was received at csi for analysis. The wire was fractured. The spring tip section was lodged within the oad tip bushing. Scanning electron microscopy analysis showed evidence of torsional forces on the fracture face and rotational damage on the proximal radiopaque coils. It is hypothesized that the spinning driveshaft made contact with the spring tip causing the fracture. This is consistent with event details reported to csi. The root cause of the failure is considered to be use not consistent with instructions for use. The diamondback 360® coronary orbital atherectomy system instructions for use manual warns: use fluoroscopy to monitor and maintain spacing between the driveshaft and guide wire spring tip throughout the procedure. Always keep more than 5mm of spacing between the distal end of the oad driveshaft and the proximal end of the guidewire spring tip. If the distance between the driveshaft tip and the viperwire guide wire spring tip is insufficient, the driveshaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Csi ID: (B)(4).